Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of power supply, cooling fan and radio transceiver board. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.